Manufacturer narrative:
(B)(4). Medical product: headless trocar drill pin75mm catalog # 00-5901-020-00 lot # 64971743. Thin osteotome blade 10mm catalog # 430053 lot # 608383. Nexgen precoat stemmed tibial plate, sz 5 catalog # 00-5980-047-01 lot # j6684110. Nexgen tibial augment block, 10mm, size 5 catalog # 00-5988-005-27 lot # 63305411. Tm tibial cone, medium 31 x 31 catalog # 00-5450-013-31 lot # 64470743. Nexgen sharp fluted stem ext 17mm diax120mm,(75mm) catalog # 00-5988-015-17 lot # 64261718. Nexgen lps-flex fixed nsm art surf ef 5-6, 10mm catalog # 00-5964-040-10 lot # 65065804. Femoral component option for cemented use only size f left catalog # 00599601651 lot # 62380815. Articular surface size ef 10 mm height "use with plate 5 catalog # 00596404010 lot # 62381729. All poly patella standard size 35 mm diameter 9.0 mm thickness cemented catalog # 00597206535 lot # 62383589. Headed screw 27 mm length catalog # 00579104300 lot # 62281132. Headed screw 48 mm length catalog # 00579104100 lot # 62329025. Customer has indicated that the product will not be returned because account does not release explanted components. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates there is a suspected periprosthetic lucency along the medial margin of the cemented portion of the tibial stem hardware component. Also noted is a thinner but likely present periprosthetic lucency along the undersurface of the medial tibial plate. Remaining periprosthetic regions likely appear within normal limits. No hardware or bone fracture is identified. Femoral component of the hardware appears normal. No malalignment is seen. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure eight years post implantation due to fractured tibial prosthesis. No further information is available.